Event description:
Patient was implanted with device on (B)(6) 2015. Treating physician reported that patient was hospitalized with acute pancreatitis for three days beginning on (B)(6) 2016 (admission date) and discharged on (B)(6) 2016. Patient was compliant and taking their ppi's. Patient returned to treating physician's practice and had balloon removed on (B)(6) 2016. Treating physician presumes no etiology from device.